Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional further reported was chronic fatigue and arachnoid cyst, which have been deemed not related to the device. Pathology report stated: ¿capsular contracture composed of fairly homogeneous collagenous tissue" and "periprosthetic capsule with moderate inflammatory alterations of siliconoma." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side ¿prosthetic effusion¿ and ¿worried about health.¿ patient also reported ¿thyroid problems¿, ¿severe memory loss¿, ¿blood test showed low level of lymphocytes, increase of d-dimer and cardiac enzymes¿, and ¿positive to covid-19¿; these are not device related. Device remains implanted.